Event description:
It was reported that the tip was separated from the shaft of the thermocool catheter. The problem was discovered before use on pt.

Manufacturer narrative:
Product eval is in progress. This report will be updated upon completion of product eval.